Event description:
Caller reported false negative urine hcg result. No quantitative hcg result provided. The pregnancy was confirmed by ultrasound - (B)(6).

Manufacturer narrative:
Investigation: lot number(s): hcg9030207. Exp. Date(s): 03/2011. Control lot: 20miu/ml hcg urine, lot: hcg090304-01. 100miu/ml hcg urine, lot: hcg090521-01. 255.3iu/ml hcg urine, lot: hcg090526-03. 500iu/ml hcg, lot: hcg090603-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml and 100miu/ml hcg urine control at 3 minutes read time. The high hcg samples (255.3iu/ml hcg and 500iu/ml hcg) yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No abnormal result was observed; this complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action is required at this time as product deficiency was not established.